Event description:
It was reported during a da vinci surgical procedure, that the fenestrated bipolar forceps instrument was not functioning correctly. The site went to remove the instrument and was not able to remove the instrument from the psm2. The field service engineer (fse) was contacted by the site and fse had advised it may be advantageous to undock the psm from the patient to ensure there was no patient injury with a more forceful removal. The site undocked psm2 along with the cannula, and found a damaged cable near the instrument tips. The cannula and instrument were able to be removed from psm2. Cannula and psm were re-docked to the patient. Psm2 sterile adapter reseated as a precaution and a replacement instrument utilized with no further reports of error. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.